Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Current impedance measurements were normal, maybe a little higher than normal. Patient was able to feel stimulation on program 3 with c+, 1- and 5.6v as amplitude. At 1.5v and 330us: c0: 1262, c1: 1262, c2: 833, c3: 1063 01: 2459, 02: 1445, 03: 2536, 12: 1282, 13: 2536, 23: 1282 on some programs patient felt it in hip area. With c+, 1- patient was feeling stimulation in vagina and physician was going to leave it in this programmed setting to assess therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3889-28, lot # v466586, implanted: 2010 (B)(6), explanted: unknown. Programmer: model # 3037, lot # njd107582n.